Event description:
It was reported that the device was used during a reversal of hartmann's procedure. The device fired malformed staples. The procedure was extended for 3 hours and a colostomy was placed.